Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device fired malformed staples on the jejunum. The surgeon over sewed the trans-section site. An endogia was used to complete. There was no patient impact. The device will be returned.